Manufacturer narrative:
(B)(6). Eval, results: eval of the returned product found that there was no alarm tone when weight is removed from the sensor during testing with a test alarm. The fail safe does not sound when the sensor pad is detached from the alarm. There is no visible damage to the sensor pad or the rj-11 cable or clip. The customer's alarm was not returned. (B)(4).

Event description:
The customer reported that the alarm will not sound when weight is removed from the sensor pad. The customer has tested the alarm with other sensors and the alarm works properly. The sensor does not appear to have been folded or creased. There are no signs of damage to the product. There was no pt incident or injury reported.